Manufacturer narrative:
The patient¿s age was reported as in the 60¿s. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin for the event (no further details). Pd therapy was ongoing. At the time of this report, the patient was recovering from this peritonitis event. It was reported the patient was to be discharged from the hospital after recovery and after receiving retraining on the proper aseptic technique. No additional information is available.